Manufacturer narrative:
Several requests made for additional information from initial reporter (medical center). Lot/serial number of the pump was not provided, part number/lot number of the associated dressing kit was also not provided. Date of patient death not provided in initial report or in follow-up requests. In the absence of necessary product details such as specific part numbers and lot/serial numbers we are unable to perform a detailed manufacturer investigation/assessment at this time. Should additional, necessary information be made available, an investigation summary will be filed in a supplement report.

Event description:
Patient death occurred during npwt. The patient had multiple co-mobidities, and the charge nurse was present in the room. The patient's family did not want them to repair/change the dressing which was leaking.